Manufacturer narrative:
Additional information: additional information was received and it was learnt date of event was (B)(6) 2022. Hence section b3: date of event has been updated to populate the date. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device availability- device available for evaluation? Yes. Section d9: returned to manufacturer - yes. Date returned to manufacturer - 11/15/2022. Device evaluation: one (1) opened patient interfaces received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals residue and smears consistent with those of a device that has been used on a patient. Per initial report, residue/smears is a result of patient's eye rolling. All devices meet material, assembly, and performance specifications at the time of product release. Refer to the attached DHR summary page for additional details. Given that the reported complaint does not indicate a product quality issue, product deficiency/product malfunction cannot be confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient's eye rolled, left residue on cone. No further information provided.

Manufacturer narrative:
Section e1: telephone no: (B)(6). Follow up with the account was performed to confirm if the issue was identified prior to use however, no answer was provided. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.